Event description:
It was reported that the patient presented for a generator replacement procedure. Prior to the procedure during capture threshold testing, the user attempted to terminate the testing as expected, however, there was a delay when attempting to end the threshold test, resulting in a loss of capture. The patient exhibited asystole. The connection was then re-established, the threshold test was completed and pacing was restored. The patient was in stable condition.